Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was triggered by a checksum error resulting from code corruption. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found. The cause of the code corruption could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, the pulse generator exhibited backup vvi operation. It was noted that high battery cell impedance was noted on the device, which was suspected to have caused the prevention of further troubleshooting on the device. On (B)(6) 2017 the device was explanted and replaced. The patient¿s condition before, during and post procedure was stable.